Event description:
It was reported that the pt had turned his neurostimulator off because he was going in for a single photon emission computed tomography (spect) bone scan. While the neurostimulator was off, the pt experienced seizures and spasms. The pt was at the clinic and it was recommended that the pt's neurologist be consulted. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available. See MFR's report# 6000153200801348.